Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer had a severe hypoglycemic event a year back and had to be taken to the emergency room. Blood glucose value at the time of the incident is unknown. The customer was interested in upgrading the insulin pump and using the sensor to monitor his glucose and information was provided. The customer declined transfer to the helpline for troubleshooting.